Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider [hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. A session report was provided by the hcp via a rep. The session report showed high, impedance results for all pairs involving electrodes 4 and 5. Pairs 4-5, 4-6, 4-7, 5-6, and 5-7 showed an out-of-range result of 40000 ohms. Pairs 0-2, 1-4, 2-4, 3-4, 0-5, 1-5, 2-5, and 3-5 showed high impedance ranging from 26370-28170 ohms. No patient impact was reported. The session report showed that electrodes 4 and 5 were not being used in programming.